Event description:
It was reported that approximately two years and four months post stent placement for anterior femoral arterial occlusion, radiographic reexamination revealed that the stent was completely twisted and deformed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 04/2022). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years and four months post stent placement for anterior femoral arterial occlusion, radiographic reexamination revealed that the stent was completely twisted and deformed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was not returned for evaluation. There was only one blurry photo provided by the customer for review. However, based on the photo a twisted stent section with a significant misalignment could be confirmed. Based on the information available, it is confirmed that the placed stent got twisted. A definite root cause for the reported event could not be determined. Labeling review: relevant labeling supplied with this product was reviewed. Proper method for stent deployed was found to be addressed; in particular the instruction for use states: "confirm that the introducer sheath is secure and will not move during deployment. (¿) to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. (¿) do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. Initiate stent deployment by rotating the thumbwheel in the direction of the arrows, while holding the handle in a fixed position." Regarding preparation the instruction for use states: "predilation of the lesion should be performed using standard techniques." And "gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035inch (0.89 mm) diameter guidewire of appropriate length (...)." H10: d4 (expiry date: 04/2022), g3 h11: h6 (method, result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.